Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 453 mg/dl. Customer's current blood glucose value was over 600 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was dizzy due to hyperglycemia. The customer did not allege that the insulin pump was under delivering. The customer was treated with manual injection and insulin pump for high blood glucose values. The infusion set had a bent cannula. The insulin pump passed displacement test. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.